Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest reported blood glucose of 380 mg/dl while using the ilet, following an occlusion alert and suspected crimped tubing with a steel infusion set; the user and agent performed a full supply and site change, primed the line with visible drops, and resumed delivery, after which glucose decreased to 133 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, line priming to verify flow, and a complete supply change including infusion site replacement. Investigation of this case revealed that insulin delivery was likely impeded at the infusion site despite adequate line flow, consistent with a transient infusion site or set issue, with the device functioning as designed after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.